Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed a pinhole on the shaft from outside. Evaluation found the pinhole on the shaft caused water to leak out. Origin of the pinhole could not be determined. Exact cause of sample condition could not be determined and could not be assigned to a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿contraindications - method for use: (1) do not reuse. (2) do not resterilize. (3) this device contain 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, considering usng alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edges instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: (1) do not use in patients who are or have been allergic to natural rubber latex". (B)(4).

Event description:
It was reported that water leaked from the catheter during a pretest; another catheter was used on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the catheter during a pretest; another catheter was used on the patient.